Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the solution line of the amia cassette and the solution bag, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded). The patient was connected at the time of the event. This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. During troubleshooting, the home patient (hp) stated that "one of the solution bags disconnected from the solution line at the connection point, loose connection, and there was air in that solution line". Renal therapy services (rts) assisted the hp to remove the cassette and bags and start over with all new supplies. Rts reviewed proper procedures per the user manual with the hp. The device was operational, and a swap was not necessary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.